Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On feb 1, 2010, the lay pt contacted lifescan (lfs) alleging that his one touch ultra smart meter does not turn on. The medical surveillance specialist (mss) classified the complaint based on the customer service rep (csr) documentation, because the mss was unable to contact the pt by phone. The pt provided info that he self-adjusts his insulin dosage. He said the product power issue first started on (B) (6). He denied testing with any other device. The pt said he had an insulin reaction with his blood sugar becoming too low on (B) (6) and treated himself with food and/or drink. The pt's specific symptoms were not provided. The csr documented that the meter was getting green in the battery area as if corroded. The csr waked the pt through inserting a new test strip into the meter and pressing the power button; the meter turned on with both attempts. The pt's products were replaced. This complaint is reported because the pt alleges that the lfs meter did not turn on and afterward he experienced an insulin reaction which he self-treated with food and/or beverage. It is not known when the pt was able to test with the subject product prior to experiencing the alleged insulin reaction.